Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The pump had moisture damage on electronics.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer had open heart surgery at the hospital and no one told the customer to remove the battery. The customer stated that there are cracks on the pump. The customer stated that basal leaked into the pump. The customer stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.